Event description:
A customer in (B)(6) notified biomérieux of a misidentification of proteus mirabilis as streptococcus pneumoniae in association with the vitek® ms (ref 410895, serial (B)(4)). The lab suspected the original result was incorrect and retested the isolate using the vitek® 2 gn ID test kit. The vitek® 2 gn ID test kit produced a result of proteus mirabilis. The customer retested the original slide preparation with the vitek® ms and obtained an "unidentified" result. A fresh subculture was tested using the vitek® ms and obtained an identification of proteus mirabilis. There is no indication or report from the laboratory that the initial discrepant identification led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of a misidentification of proteus mirabilis as streptococcus pneumoniae in association with the vitek® ms (ref 410895, serial (B)(6)). The lab suspected the original result was incorrect and retested the isolate using the vitek® 2 gn ID test kit. The vitek® 2 gn ID test kit produced a result of proteus mirabilis. ----investigation---- the customer strain was not submitted for investigational testing. Customer data was analyzed for the investigation. Through the customer data analysis, it was identified that the customer's system was in need of a fine tuning at the time of testing. A new fine tuning has since been completed. Additionally, the customer's spot preparation is non optimal. One calibrator spot obtained "no identification" and the sample "all peaks" were quite heterogenous, indicating that the spot preparation was non optimal. An image of the spot preparation was reviewed and it was noted that the spot was too heavy and there was bad crystallization. ----conclusions---- the suspected causes for the misidentification are that the customer's system was in need of a fine tuning when the testing was completed and the customer's spot preparation was non optimal. A new fine tuning has since been completed. Local customer service (lcs) has been instructed to provide additional training materials to the customer to help improve spot preparation quality and to continue to monitor the customer's fine tuning status.